Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the safety valve opened and a error message was generated. The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
Correction to: evaluation codes (method, results, conclusion) device evaluation summary: a check of the log information confirmed that the measured value of the oxygen supply pressure was outside the specified value. The service engineer also evaluated the device and confirmed that the pressure transducer did not accurately measure pressure. The oxygen pressure transducer was replaced and the ventilator was returned to the customer after passing all testing. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.